Event description:
Pt reported that her husband was feeling something rough during intercourse. No bleeding or pain on the part of the pt. Add'l info received on 10/30/09 states that pt was seen in 2009 because her husband was complaining of irritation during coitus. Examinatin revealed a piece of mesh, presumably from the perigee. About 1 cm in length, exposed on the mid-portion of the anterior vaginal wall. She was taken for an outpatient procedure under anesthesia. The mesh was excised and the vaginal defect repaired. It appeared that the vaginal skin had re-epithelialized under exposed mesh. Post-op.